Event description:
Resistance was encountered while the subject coil was advanced through the microcatheter to the target aneurysm. However, the coil was delivered to the aneurysm and placed inside the aneurysm but the physician decided that the coil was too big to fit the aneurysm. The physician removed the coil and after the coil has been retrieved outside the patient, it was found that a "blood clot was attached at the coil part". There was no vessel occlusion and complication noted to the patient. The procedure was completed with another of the same device. There was no clinical complication to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Based on the information available it is most likely that the presence of procedural/bodily fluids caused the reported ¿blood clot was attached at the coil part". It is probable that the reported event is related to some procedural factors limited the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
Resistance was encountered while the subject coil was advanced through the microcatheter to the target aneurysm. However, the coil was delivered to the aneurysm and placed inside the aneurysm but the physician decided that the coil was too big to fit the aneurysm. The physician removed the coil and after the coil has been retrieved outside the patient, it was found that a "blood clot was attached at the coil part". There was no vessel occlusion and complication noted to the patient. The procedure was completed with another of the same device. There was no clinical complication to the patient due to the reported event.

Manufacturer narrative:
The device is not available to the manufacturer.